Manufacturer narrative:
Adverse event, outcomes attributed to adverse event: required intervention to prevent permanent impairment/damage (devices). Date of event is (B)(6) 2019 concomitant medical product: injector lot# 1431485. The reporter indicated that the surgeon implanted a 13.7mm vticm5 13.7 of -9.5/4.0/082 (sphere/cylinder/axis) implantable collamer lens into the patients right eye (od). The surgeon observed excessive vault with rotation the next day following surgery; significant reduction of irido-corneal angles and elevated iop without pupil block and angle closure were assessed on (B)(6) 2019. The lens was explanted on (B)(6) 2019 and replaced for a shorter length lens and problem was resolved. Date received by manufacturer: date received in original MDR is not applicable; additional information was received on 12-july-2019. Patient code:3191 secondary surgery (explant); significant reduction of irido-corneal angles. Claim#: (B)(4).

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.7mm vticm5 13.7 of -9.5/4.0/082 (sphere/cylinder/axis) implantable collamer lens into the patients right eye (od). The surgeon observed excessive vaulting the next at following surgery; loss of bcva; significant reduction of irido-corneal angles and elevated iop (31mmhg) without pupil block and angle closure were assessed on (B)(6) 2019. The lens was removed and exchanged on (B)(6) 2019 for a shorter length lens and problem was resolved. Patient code: 3191 secondary surgical intervention; exchange. Claim#: (B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7, -9.50/4.0/082 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od). The surgeon observed excessive vault the next day following surgery, loss of bcva, significant reduction of irido-corneal angles, and elevated iop (31 mmhg) without pupil block and angle closure were assessed on (B)(6) 2019. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.